Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the customer has resolved the problem by replacing the air tarp block. Therefore, service was not required to be performed by zoll.

Event description:
During set-up for patient use, the thermogard xp ivtm system ((B)(4)) displayed mid:09 (air trap assembly) error message upon powering on and the user observed burning smell from the ivtm system. In addition, the user noticed unknown liquid in the air trap block. Immediately, the ivtm system was replaced with another ivtm system and the patient treatment was completed without any interruptions. No consequences or impact to patient.